Manufacturer narrative:
The pod was received deployed. The download data shows the pod was received in pod state 15, completing 53 pulses, 48 of which were in first prime, before generating an 0xd6 alarm, indicating low voltage detection by the qn3000. Though the pod had been deactivated due to an alarm during second prime, the needle mechanism is expected to deploy at anytime during second prime. It could not be determined when the needle mechanism deployed. No other damages or deficiencies were observed on the needle mechanism that would cause the pod to deploy early. The pod was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally after being reset. No damages or deficiencies were observed that would cause the generated 0xd6 alarm. The exact cause of the alarm could not be determined.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.